Event description:
Two times a "green" load autosuture gia cartridge misfired - which tore the lung and did not seal the tissue. It was not abnormal or thick tissue. It required manually suturing the tissue in the operating room.